Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment for the event was not reported. It was unknown if the patient recovered from the peritonitis. Action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.